Manufacturer narrative:
The device was not returned for evaluation.

Event description:
It was reported that following a total knee replacement a stryker painpump catheter was placed percutaneously and was not sutured or stapled in place. During removal of the catheter by a nurse, it was reported that resistance was felt and the catheter broke off approximately 4cm from the tip. An x-ray was completed and confirmed the presence of the broken piece. At this time the broken piece of catheter remains in the patient. The surgeon is planning on removing the piece but has to wait for it to move to a more accessible area to be removed.